Event description:
The extracorporeal membrane oxygenation (ECMO) lines were handed up to the surgical field and the patient was transferred from cardiopulmonary bypass (cpb) to ECMO. Once ECMO was initiated, forward flow was noted to be minimal, about 0.20 lpm, and the oxygenator appeared to be draining of volume. The vent was open during the initiation. We clamped the lines to the patient and tried to recirculate through the bridge. Again, there was no forward flow. Next we connected the cone to the internal pump to pump through the bridge, again no forward flow. Lastly, we tried to use the hand crank to flow through the bridge. Again, no forward flow. The patient was transferred back to cpb for support. The patient was retrieved to back up ECMO circuit from ambulance. Equipment was brought back into the or, still packaged, and primed. ECMO lines were handed up to the surgical field and the patient was initiated on ECMO. There were no issues transferring the patient from cpb to ECMO with the second circuit.